Event description:
I had the mona lisa touch procedure performed three times. I didn't have any adverse effects, per se, except for the pain while having the procedure done. I am filling out this form because the FDA needs to stop doctors from using this device for vaginal atrophy. I spent (B)(6) and got zero percent relief of vaginal atrophy. Gynecological offices are using this device as a huge money maker at their patients' expense.